Event description:
Procedure: knee replacement (2004). Reportedly, approx 1 month post operative, the pt was getting out of their car and felt a "tug" at their knee. They went to the surgeon's office and the dr noted there was wound dehiscence with no infection. The dr surgeon scheduled surgery to repair the wound. The surgeon believes the dehiscence was related to an unspecified/unknown type of polysorb #2 suture.